Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A laser probe (lp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The lp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. A fit check was performed with a trocar and had resistance. A visual assessment under a microscope was performed and revealed excess adhesive. However, it remains inconclusive how or when the excess adhesive was deposited on the cannula. The root cause of the reported event is attributed to excess adhesive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract and vitrectomy combination surgery an ophthalmic laser probe could not be inserted into trocar. The surgery was completed post replacing the product with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).